Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(6) 2017, and had subsequently then reported this event on behalf of the customer. Immucor technical support used a remote electronic access method on (B)(6) 2017 to assess the unexpectedly negative instrument test well image outcome in question, which appeared visually positive.

Event description:
On (B)(6) 2017, an immucor field service engineer (fse) employee, while visiting a customer site, reported to immucor technical support an unexpectedly negative antibody screen on behalf of the customer, when testing had previously been done on a galileo echo instrument on (B)(6) 2017.